Event description:
It was reported that the patient stated that he is 100% dissatisfied with his inflatable penile prosthesis (ipp). The patient claimed that: 1. He has lost 1.5 inches in length 2. Doctor told him he might have to pump the device 100 times to get an erection 3. The pump is sometimes too hard to pump 4. Sometimes his erection diminishes in size during intercourse. The patient will try to get an appointment with another doctor for a second opinion. No more information is available at the moment, additional information was requested and will be provided as it becomes available.